Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other nine proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with ten proglide devices were attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles on ten proglide devices. Seven proglide devices were used on the rcfa and three proglide devices were used on the lcfa. A dissection was performed by the vascular surgeons to clean the atheromatous area on the rcfa. The sheath was upsized to 9fr, 14fr and then an 18fr and the tavi procedure was completed. The rcfa was closed using surgical sutures to achieve hemostasis and manual arterial compression was applied to achieve hemostasis on the lcfa. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.